Event description:
It was reported that prior to starting a da vinci si surgical procedure, it was noted that "the plastic piece of the pk dissecting forceps instrument is cracked." No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
Conclusions: the instrument was returned and evaluated. Engineering observed that the yaw pulley was charred. On yaw pulley has a char mark with localized melting starting at one corner of the grip base and extending over the yaw pulley cover and down towards the distal pin. The other yaw pulley does not have any char marks. Electrical continuity passed and conductor wire does not exhibit any damage. There were 8 uses left. No other damage found. On (B)(4) 2012, the reporter of the complaint stated that no fragments fell into the patient and no patient harm occurred. The damage to the instrument was noticed during cleaning. No further information was available relating to the instrument. The customer reported complaint does not itself constitute a MDR reportable event, however, the reported malfunction if to recur could cause or contribute to an adverse event.